Event description:
Complainant alleged that the device's pacer knob was broken off and the device was unable to adjust pacer rate. Complainant did not indicate that there was any pt involvement in the reported malfunction.